Event description:
The customer reported that there was a speaker malfunction inop. No patient harm was reported.

Manufacturer narrative:
(B)(4). Philips has verified that no sounds were being produced by the monitor, so audible alarms could not be produced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.